Manufacturer narrative:
E1 establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the 3d adjustment could not be performed during an unspecified procedure involving an olympus flex deflectable videoscope. The procedure was completed with another device. There was no patient injury reported.